Event description:
It was reported that the patient experienced a rash over the implant site. The caller noted that the patient told the clinic she had metal allergies. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.